Manufacturer narrative:
Date sent to FDA: 02/19/2004. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
(B)(4).